Manufacturer narrative:
A visual examination found that only the ligator head was returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that four bands remained (3 blue and one white). The three remaining blue were rolled out of position and the white band was broken and caught under two of the blue bands. No suture was present. Additionally, the ligator teeth were damaged. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that four bands remained on the ligator head and the three blue bands were rolled out of position. Additionally, the white band was broken and caught under two of the blue bands. Further evaluation revealed there was no suture present and the ligator teeth presented damage. Although the handle assembly and trip wire were not returned, it is possible the user did not properly set-up the device causing the failure. Failure to properly set-up and/ or tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure it could cause the thread to move over the ligator teeth without deploying the bands properly and ultimately damaging the teeth as seen with this unit. Based on the evaluation of the device and evaluation of returned devices with similar issues, it is most likely that anatomical / procedural / operational factors were encountered during the procedure that impacted the deployment activity of the bands. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The exact patient age is unknown; however; it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices ligation procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, the first two bands deployed successfully within the mid esophagus area. When an attempt to deploy a third band was made the band failed to deploy. Reportedly, it was noticed that the "alert band (white band)" was band together with the third blue band and was unable to deploy. The case was completed with another speedband superview super 7 multiple band ligator. Additionally, the scope was not in a retroflex position and there was a 6 to 15 minute delay in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices ligation procedure, performed on (B)(6), 2012. According to the complainant, during the procedure, the first two bands deployed successfully within the mid esophagus area. When an attempt to deploy a third band was made the band failed to deploy. Reportedly, it was noticed that the "alert band (white band)" was band together with the third blue band and was unable to deploy. The case was completed with another speedband superview super 7 multiple band ligator. Additionally, the scope was not in a retroflex position and there was a 6 to 15 minute delay in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.